Manufacturer narrative:
Eval summary: quality assurance analysis revealed that the guide wire was returned without blood or contrast visible. The tip of the guide wire was separated 29.2cm distal to the proximal end of the polymer coating. The separated tip coils were not returned. The polymer coating at the separation was jagged. There were two bends in the core 1 cm and 1.5cm distal to the center solder. There was no other damage noted to the guide wire. The guide wire was sent to scanning electron microscopy (sem) for further analysis. Product performance engineering reviewed the incident information and the analysis of the returned device. Sem analysis of the fracture site showed that core and coils of the device, at the respective fracture sites, had evidence of mechanical damage. The guide wire appeared to have been cut. Cine review showed a radiopaque interruption in the tip coils approx 3-4mm from the guide wire tip before it fractured. This happens when the radiopaque guide wire tip coil spacing has been moved apart, which reduces the radiopacity in that area. On cine, this appears to be a small void in the radiopaque tip. Overall, mechanical damage to the guide wire appears to be the primary factor in the separation. The cine review suggests that there was damage to the tip coils in the shaping area before the tip separation. Taken as a whole, with the case info that a hemostat was used to shape the wire tip, it appears as if the hemostat likely damaged the tip during the shaping process. Mfg error was ruled out because of the process and quality controls in place. If a guide wire was inadvertently damaged on the assembly line in a manner that would weaken the guide wire significantly, the guide wire would fail in the final 100% on line non-destructive tip pull test. Also, the very last operation in mfg, after the guide wire is loaded into the wire dispenser, is to examine every guide wire tip under a microscope to assure that the tip is not damaged. A review of the finished device lot history record did not reveal and non-conforming material reports associated with this lot. This MDR is considered closed by the product performance group.

Event description:
Reporting status: serious injury/permanent damage. Reporting rationale: separated guide wire remains in patient. Device issue: separated guide wire. It was reported that the tip of the guide wire separated and was lost in the distal circumflex during use. The patient is reported to be stable and no further intervention is planned. The tip of the guide wire was reported to have been shaped by pinching the tip with a hemostat and bending it, while the tip was pinched and secured in place. No add'l event or patient info is available.